Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had symptoms of fever, low pulsatility index values, tachy, nausea and diarrhea. The hospital staff noticed drainage from the driveline. The patient reported tugging of power cords from the system controller a few days prior. The patient was then admitted and was started on IV antibiotics. A culture that was performed revealed (B)(6). The blood result was found to be negative. A debridement was performed where the driveline was debrided and is now exiting the opposite side. A wound vac was placed. It was reported that the surgeon was considering re-tunneling again and is requesting a driveline tunneling bullet. No alarm for event was noted. The hospital staff will inform the manufacturer's clinical representative on the patient's status and if re-tunneling the driveline is successful in treating the infection. No further information is available.

Manufacturer narrative:
(B)(4). A specific cause for the reported driveline infection and a direct correlation to the device could not conclusively be determined based on the submitted photo. The patient remains ongoing on lvad support and no further related issues have been reported. The device's approved labeling lists driveline infection as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received on 03/31/2015 indicating that the surgeon recently sent photos. The driveline was not re-tunneled but they took the patient in and opened her abdomen and washed it out for several days. She had a wound vac. The infection has resolved and the patient is healed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.